Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the rear response button was not functional and they were not able to activate the monitor. As received, the rear response button trace was damaged. The cause of the non-functional response buttons is the damaged trace. The root cause of the damaged trace cannot be positively identified. No adverse events occurred from the defective monitor.

Event description:
A us distributor reported that a patient's response buttons would not activate the monitor.